Event description:
Boston scientific crm received information that this this right ventricular lead was exhibiting low r-wave measurements, high threshold measurements and intermittent capture. An x-ray confirmed the lead had dislodged. A revision procedure was going to be attempted but was aborted due to the patient's hysteria.

Manufacturer narrative:
A revision procedure was performed the following day to reposition the lead. However, during the procedure a perforation occurred. The physician drained the pericardial fluid and implanted an epicardial replacement lead. This issue will be re-evaluated if additional information is received.